Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead was explanted and replaced due to the patient digging into her lead incision site and cutting the lead. Another lead was added for additional coverage. Effective therapy was restored.